Manufacturer narrative:
Device passed functional testing including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and self test. Device communicated properly with test guardian link transmitter. No unexpected no delivery/insulin flow blocked alarm or auto mode anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and f..

Event description:
The customer's friend reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 370 mg/dl at the time of incident and other relevant blood glucose level was 270 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injection for high blood glucose. Customer experienced symptoms such as nausea, vomiting, dizziness. Customer reported that the insulin pump was not on auto mode at the time of incident. Customer stated insulin pump had insulin flow blocked alarms and had auto mode issues. The device will be returned for analysis.